Manufacturer narrative:
Additional information: b5 (second paragraph). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve-in-valve implant of a transcatheter aortic valve, into a 21 mm degenerated medtronic surgical valve, the valve was loaded by an experienced certified nurse and deemed acceptable on fluoroscopy check. Upon deployment of the valve over a non-medtronic (savvywire from haemonetics) stiff guidewire, it was noticed that the frame was constrained from the surgical valve. The valve was fully released and a post-implant balloon dilation was performed with a 18 mm non-medtronic (true) balloon. Upon balloon inflation, the valve dislodged moving upwards towards the sinus of valsalva. The patient's sinuses were capacious and adequate coronary perfusion was present despite the dislodged valve. Two gooseneck snares, one from the left femoral artery and one from the right radial artery, were used to move the dislodged valve higher to make space for a second transcatheter valve to be deployed. The second valve was loaded by the same nurse and the load was acceptable under fluoroscopic check. The second valve was inserted and pushed through the first valve. Upon deployment of the second transcatheter valve, it was noticed that frame had the same constrained appearance. The valve was recaptured and not used for implant. At this time, the guidewire used appeared to be kinked in the left ventricle and there was concern it was not stiff enough. The non-medtronic guidewire was removed and replaced with a medtronic (confida) guidewire. A balloon dilation of the surgical valve was performed using an 18 mm non-medtronic (true) balloon. A third transcatheter valve was loaded by the same nurse and the load deemed acceptable under fluoroscopic check. After the successful dilatation of the surgical valve, the third transcatheter valve was advanced over the medtronic guidewire, through the dislodged valve, and implanted in a good position through the surgical valve. The expansion of the frame was much better than the first two transcatheter valves. The patient remained stable. Upon contrast injection, no paravalvular leak was detected but a potential small aortic arch dissection was noted, possibly from the dragging of the dislodged valve with the two snares. No further intervention was performed. Following the procedure, a cardiac surgeon was consulted, and it was determined that no intervention on the possible aortic arch dissection was necessary. Additional information was received from the physician that the possible dissection was caused by the dislodged valve and the manipulation of it in the ascending aorta with the two snares. Furthermore, the physician stated that there was no allegation that the three delivery systems or the other two valves contributed to the possible dissection. And the physician also confirmed that the patient's anatomy did not contribute to the event.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0012628477); product type: 0195-heart valves; implant date n/a; explant date n/a product ID l-evolutfx-2329 (lot: 0012580840); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0012628477); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0012642930); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-23 (lot: j227242); product type: 0195-heart valves; implant date 2025-03-28; explant date n/a product ID evolutfx-23 (j204844); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: unknown); product type: 0193-guidewire; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve-in-valve implant of a transcatheter aortic valve, into a 21 mm degenerated medtronic surgical valve, the valve was loaded by an experienced certified nurse and deemed acceptable on fluoroscopy check. Upon deployment of the valve over a non-medtronic (savvywire from haemonetics) stiff guidewire, it was noticed that the frame was constrained from the surgical valve. The valve was fully released and a post-implant balloon dilation was performed with a 18 mm non-medtronic (true) balloon. Upon balloon inflation, the valve dislodged moving upwards towards the sinus of valsalva. The patient's sinuses were capacious and adequate coronary perfusion was present despite the dislodged valve. Two gooseneck snares, one from the left femoral artery and one from the right radial artery, were used to move the dislodged valve higher to make space for a second transcatheter valve to be deployed. The second valve was loaded by the same nurse and the load was acceptable under fluoroscopic check. The second valve was inserted and pushed through the first valve. Upon deployment of the second transcatheter valve, it was noticed that frame had the same constrained appearance. The valve was recaptured and not used for implant. At this time, the guidewire used appeared to be kinked in the left ventricle and there was concern it was not stiff enough. The non-medtronic guidewire was removed and replaced with a medtronic (confida) guidewire. A balloon dilation of the surgical valve was performed using an 18 mm non-medtronic (true) balloon. A third transcatheter valve was loaded by the same nurse and the load deemed acceptable under fluoroscopic check. After the successful dilatation of the surgical valve, the third transcatheter valve was advanced over the medtronic guidewire, through the dislodged valve, and implanted in a good position through the surgical valve. The expansion of the frame was much better than the first two transcatheter valves. The patient remained stable. Upon contrast injection, no paravalvular leak was detected but a potential small aortic arch dissection was noted, possibly from the dragging of the dislodged valve with the two snares. No further intervention was performed. Following the procedure, a cardiac surgeon was consulted, and it was determined that no intervention on the possible aortic arch dissection was necessary.